Event description:
The customer reported that had differences between sensor glucose and blood glucose readings. Customer has been receiving a calibration error. Customer stated that he started with a low of 48 mg/dl and ate something to treat the low. Customer took insulin for what he was eating and his blood glucose went up to 476 mg/dl. Customer gave himself 9 units. Customer's blood glucose is now 567 mg/dl. Customer was advised to change the site and return the sensor in use. Customer was offered a replacement sensor. Customer will change the sensor. Customer declined high blood glucose troubleshooting as his blood glucose started to go down.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.